Event description:
It was reported that the patient had an increase in headaches since being implanted. It was also noted that the patient was experiencing inadequate stimulation despite being reprogrammed. The patient was given medication and underwent an ipg explant procedure.